Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned non-emergency treatment that was completed using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch (wfs) was intermittently not working. Upon functional analysis, fse found the base station led indicator was green, the wi-fi (led) indicator of wfs was flashing red, and the battery indicator of wfs was green. To resolve the issue, fse replaced the wireless footswitch and charged it. Once it was charged, the wfs was able to pair with the system. The same issue reoccurred after a few months when fse replaced the wfs, base station, and wfs charger. After replacement, the system was returned to good working condition. This issue is not related to any ongoing fsca. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.

Event description:
It was reported to philips that the wireless pedal intermittently lost connection or red light flashed. The device was in clinical use at the time of the reported event. No harm to user or patient was reported. A new footswitch was provided, paired and tested successfully. System is now returned to use in good working order.